Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 156mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent act button response due to moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and tube window, minor scratches on the display window, a cracked case at the display window corner and a missing end cap sticker.